Event description:
Inform system user reported: 16:49 fingerstick inform result 570 mg/dl 16:51 fingerstick inform result 578 mg/dl 17:01 venous blood drawn for stat-lab, result 120 mg/dl no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.